Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is complete, a followup report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tasp was found in tray with missing bearing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shim exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was determined to be associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.